Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the connecting tube was buckling, the bending angle in the ¿up¿ direction and the play of the up/down knob did not meet standard values due to wear of the angle wire. The bending tube was deformed, the adhesive on the bending section cover had a chip, switch 1, the connecting tube, the universal cord, the protector of the universal cord on the scope connector and control section sides, the scope connector cover, the forceps evaluator, the forceps evaluator knob, the right/left knob, the up/down knob, the scope cover, the switch box, scope connector, the grip, the control unit and the plastic distal end cover was scratched. Switch 4 had wear, the scope connector had corrosion, the universal cord had a wrinkle, the suction cylinder was shaved, and the control unit was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer reported the device was cleaned, disinfected, and sterilized prior to being returned for evaluation. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge, and the air/water nozzle was flushed with detergent solution. E1/establishment name: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacture confirmed that the reprocessing was conducted in accordance with instructions for use (IFU).   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for use for gif-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for use for gif-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.